Manufacturer narrative:
Additional information: patient weight added.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy due to lead migration. As a result the patient's lead was explanted and replaced, and therapy was restored post-op.